Event description:
New information received notes that programming changes were made to the device, resulting in an additional instance of competitive atrial pacing leading to sustained supraventricular tachycardia, which was later resolved through normal device function. Programming changes were made on (B)(6) 2022 to reduce the frequency of the malfunction. The malfunction was not reported to be resolved. No additional patient consequences were reported.

Event description:
It was reported that a patient presented in an unknown manner, reporting arrhythmia. Upon examination, the patient's pacemaker was found to have exhibited competitive atrial pacing, resulting in the reported arrhythmia. No intervention was performed or planned. The patient was recovering and no additional patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.